Event description:
Caller reported cartridge alarm 30 during the load process, but there was no adverse impact to the customer's blood glucose level, which remained below 500 mg/dl. Cts assisted the caller in loading a new cartridge with the correct technique, allowing the caller to successfully resume insulin therapy. The issue was resolved.